Event description:
Clinical study: same case as #6000093-2005-01101, #6000093-2005-00858.it was reported that 8 days after a coronary artery drug artery eluting stenting procedure , the patient expired. The target lesion was 2.7mm, 95% stenosed portion of a sapenous vein graft in the 1st obtuse marginal (1st ob marg). The physician treated the lesion with predilatation and successfully placing three taxus express2 8.8% drug eluting stents. A 2.75 x 32mm stent , and two 2.75x16mm stents with an unknown overlap were placed in the target lesion. There were no reported complications. The patient was discharged 8 days later on plavix and aspirin. At the 30 day follow up it was reported that the patient expired the day of discharge after experiencing a cardiac arrest. There was no autopsy and in the opinion of the physician the relationship of the patients death to the target vessel is unknown.

Event description:
It was further reported that target lesion 1 was 50 mm long. The om1 was too small to angioplasty, therefore the graft to om1 was chosen to repair. Also, the graft body was too small to use the protection device so it was pretreated with nitroglycerin and adenosine. The lesion was treated with placement of the taxus stent in the proximal graft with a portion of the stent extending into the aorta. The second taxus stent was then deployed " interlocking" with the previously placed stent. The next taxus stent was placed in the mid to distal svg to om1. Final results showed that the svg was widely patent with 0% residual stenosis in the stented areas. However, in other portions of the svg that were not dilated there was mild scattered disease of 30-50%. Discussion regarding angioplasty of the other vessels but there was concern that stenting of the ostium of the lcx could impinge on the proximal lad and interrupt the septals. Angioplasty of the rca, rpl and pda were considered but were small and ectatic. While sitll hospitalized, the patient continued to experience severe orthostatic hypotension. All blood pressure lowering medications, including nitrates and diuretics, were discontinued and the patient was started on midodrine and florinef. Orthostasis was felt to be due to autonomic diabetic neuropathy. Ocncdrn was raised over discontinuing diuretics and nitrates in light of the patient's cad. In addition, hypotension could not be adequately treated as patient could not tolerate fluid or salt laoding. Patient's questionable diagnosis of pulmonary fibrosis with cor pulmonale was re-evaluated. CT of the chest revealed interstitial fibrotic changes of the lung apices which were thought to be stable compared to earlier CT. Pulmonary was consulted. The physician felt that a diagnosis of mesothelioma was very likely and that the pulmonary hypertension was "multifactorial secondary to sleep apnea and fibrosis." The patient was discharged to a transitional care center. The patient experienced cardiopulmonary arrest at the nursing home. When paramedics arrived, the patient was intubated and CPR was initiated. Once in the ambulance, the patient developed ventricular fibrillation was defbrilated and started on lidocaine. The patient went into ventricular fibrillation agian, was pulseless and received another amp. Of epinephrine. The patient regained very weak spontaneous pulses so they "gegan pacing as his intrinsic pacemaker did not seem to be capturing well enough to give him pulses." The patient was paced when brought into the stabilization room and was basically asystolic with intermittent electrical activity associated with his pacemaker. However, there were no palpable pulses. Transthoracic pacing was attempted but they were unable to get good capture. The patient was given another amp. Of epinephrine and bicarbonate, and bedside ultreasound showed cardiac standstill except for some intermittent agonal rhythm associated with his pacemaker. There was possibly small pericardial effusion but no significant effusion that should have obstructed cardiac flow. When a magnet was placed over his intrinsic pacemaker to stop electrical activity, the patient had cardiac standstill by bedside ultrasound and the case was called.